Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and had insulation damage which resulted in loss of capture and high threshold measurements. At this time no intervention has been performed and the rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the rv lead exhibited an increase in pacing impedance measurements up to 1124 ohms and a decrease in sensing. Oversensing of noise was also observed on the rv channel. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.